Event description:
It was reported that there was a pt death. The pt died because of sepsis. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).